Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage events with six sets on 29-oct-2024. The leakage was at the site. The issue occured after three or more hours of insertion, after being in use for not more than two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 6.